Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the device burned the patient's skin. The patient stated the healthcare provider (hcp) who implanted the device did not do it correctly, and a different hcp had to "clean all that mess up" before the new ins could be implanted. The patient stated she was on the operating table for "a while." There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and lumbar radiculopathy.